Manufacturer narrative:
It was reported by the facility that the machine was not related to the patient's condition. A b. Braun biomed technician inspected the machine and confirmed the proper operation of the machine. The machine was put back in use. A batch review was performed by reviewing the incoming certificate and it was verified that the device complied with the specifications upon receipt. All available information has been provided to the actual manufacturer for evaluation.

Event description:
As reported by the user facility: patient coded during a dialysis treatment with approximately 20 minutes remaining. Patient was revived and was responsive and talking when taken to the emergency room. It was reported by the facility that they do not believe the machine had anything to do with the patient coding. On (B)(6) 2011 - additional information provided by the facility indicated, the patient is ok. A b. Braun customer engineer was on site and confirmed the proper operation of the machine and the machine has been released for use.